Manufacturer narrative:
The tandem t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. It also states that the cartridge is contraindicated for use with products other than humalog and novolog and DHR statement. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer uses apidra insulin in the cartridge. During troubleshooting with tandem technical support, the customer unlocked the infusion set tubing from the luer lock and reconnected tubing making sure the connection was secure. The customer was able to successfully fill the tubing. The customer's blood glucose was not impacted.